Event description:
It is reported that customer received a spanish software anomaly causing error message on carelink. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Unable to download properly using carelink due to spanish software anomaly alarm noted in alarm history. Cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).